Event description:
It was reported that the left ventricular lead was capped due to high thresholds and diaphragmatic stimulation that could not be resolved with reprogramming. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable pacing lead it was reported that the left ventricular lead was capped due to high thresholds and diaphragmatic stimulation that could not be resolved with reprogramming. No patient complications have been reported as a result of this event. No conclusion can be drawn pocket stimulation high threshold.